Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Operational and diagnostic analysis confirmed the reported issue of the handpiece faulted. Hence, this complaint can be confirmed. The root cause of the reported failure was determined to be caused by a short in the cable. Additionally, the motor and keypad pcb were heavily corroded due to ingress and the valve covers were scratched. The device was disassembled and decontaminated during initial evaluation. The following repair activities were performed: cable assembly - replaced. Keypad pcb - replaced. Micro valve set, and motor - replaced. Performed replacement of internal seals as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A manufacturing record evaluation could not be conducted as the serial number provided was invalid. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a knee arthroscopy the micro tornado handpiece faulted, fc02. They unplugged the handpiece and turned the machine off. They turned the machine on and plugged in the handpiece without the blade or burr attached and the device faulted again. The case was completed with another handpiece without patient harm, but a three minute delay to obtain the new handpiece. The device is being returned.